Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reportes that at the time of guide wire insertion, the tip of the wire broke. It was replaced by the new wire, however, the tip of the wire broke again. The surgery was extended for thirty minutes due to this event. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.